Event description:
It was reported that during an unk procedure, the disposable has a melted tissue pad. There were no other details available. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.